Manufacturer narrative:
(B)(4). Concomitant products: oxford medium right femur catalog unknown lot unknown; oxford tibial tray size c catalog unknown lot unknown. Report source: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a washout and tibial bearing exchanged approximately seven months post implantation due to infection. No additional patient consequences were reported.